Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants on both sides and bilateral breast implant deflation. As a result, the patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the left side device for evaluation. Also, replacement information was provided with the paperwork received with the device as catalog number 3503501bc; serial number (B)(6) for the left side, and catalog number 3503501bc; serial number (B)(6) for the right side. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline implant 275cc breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking on the anterior view, measuring approximately 0.3 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that device were implanted in 1998. Hence, fields d6a have been correctly updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).